Event description:
I got my essure procedure done that day was told only side effects reported were mild cramping.but after the depo shot wore off I started to get mild to severe cramping.then when I got my period which never happened before I had essure I now get severe cramping a week or 2 before my actual period.the past few month I have not really been bleeding it has just been blood clots. I have breast pain,burning and itching. I had a rash for 3 days I couldnt explain with severe itching. My hair falls out in clumps thank god I have thick hair. My teeth feel like they are falling apart. I feel like I am gonna throw up often. I have headaches which I never had very often now they are like almost everyday. I have lower back pain, hip pain, knee pain. I cant sleep because I wake up with pain in my lower abdomen and have to switch sides .I get dizzy spells, depression. Some days I cant function because I am in so much pain or depressed for whatever reason and can't function. I am mean and lash out to the ones I love. I just have so many more things to mention that essure has ruined my life. Hoping my new obgyn I go to friday can offer me some relief.